Event description:
A manufacturer representative (rep) reported intraoperative that the tip of the introducer needle broke off and remained in the foramen. There were no symptoms reported. There were no complications that have been reported as a result of this event. The indication for use is unknown.